Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that a revision surgery was performed because patient suffered two dislocations. The liner was exchanged.